Manufacturer narrative:
(B)(4). Approximate age of device ¿ 13 days. Device not returned for evaluation. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's powers and flows were increasing to 10+ lpm, was unable to off load the left ventricle (lv) and hemolysis markers were increasing. The patient was given heparin, aspirin and coumadin. The patient also had a positive echocardiogram and was taken emergently for a pump exchange.

Manufacturer narrative:
The specific cause for the reported elevated pump parameters, hemolysis, and flow issues could not be determined during the evaluation of the returned pump. The pump was returned with the driveline cut approximately 14 inches from the pump housing. Examination of the pump¿s blood-contacting surfaces found a very small ring-shaped deposition on the proximal edge of the inlet bearing ball. The deposition was comprised of a single, thin layer of tissue, indicating the ring was likely an acute formation; however, the deposition did not appear large enough to obstruct flow through the pump and could not be correlated to the report of elevated pump and hemolysis parameters or flow issues. No additional depositions were observed on the blood-contacting surfaces. Visual inspection of the pump¿s bearings and bearing cups found no anomalies related to wear or damage. The returned portion of the driveline appeared unremarkable. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.